Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon and stent damage occurred. A 24 x 2.25 promus premier drug-eluting stent was advanced to treat the target lesion. However, during the procedure, the stent was noted to have longitudinal compression and was partially dislodged from the balloon. No patient complications were reported.